Manufacturer narrative:
Motor error alarmed during rewind due to corroded on motor home switch. Also, corrosion found on lcd board. Unable to perform the operating currents to verify the low battery life due to motor error. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was performed. The device was returned for analysis.